Manufacturer narrative:
Updated fields: b4, d9-return to manufacture date), g1, g3, g6, h2, h6-type of investigation, investigation findings, component codes and investigation conclusions and h11. A getinge field service engineer (fse) arrived at the site and communicated with the customer for repair information. Automatic inflation failed. Low negative pressure replaced the vacuum compressor and drive manifold assembly. The test parameters meet the factory requirements. The equipment is allowed to be used. The failure analysis and testing department received the part scroll compressor with a reported unit of automatic inflation failure. The fat department performed a visual inspection of the part received and found that the part is in good condition.the fat department installed in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number. The failure analysis and testing department run the pumping test for 3:00 hours then the autofill test and could not verify the autofill failure. Retaining the scroll compressor in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra-aortic balloon pump (iabp) had prompted vacuum pressure was too low and automatic inflation failed. No personal injury.